Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer 3 in the main unit had failed and was not recognizing the cubies. A field service engineer (fse) resolved the issue by replacing the drawer flex cable on the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 and pocket c3 had failed to open and unable to recover. Customer had rebooted the machine, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.